Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed the manual prime test per (B)(4). A new lab reservoir was used along with a 5 xx insulin pump. The prime process was run and both infusion sets failed per specifications. The infusion sets were occluded at the tubing p cap needle. (B)(4).

Event description:
Customer reported via phone call issues with infusion set. Customer's blood glucose level was 92 mg/dl. Customer advised they had defective infusion sets and insulin would not push through properly. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.